Manufacturer narrative:
Conclusion and justification status: the complaint states hardinge introducer broken at 't' handle (not noticed during procedure, may have come apart in washer) ***3rd one in 2 months**** examination of the instrument confirms the failure mode as reported. A complaint search identified similar complaints. The device has now been forwarded to the supplier for further evaluation. Once the supplier report is received the complaint will be reopened and updated accordingly. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hardinge introducer broken at 't' handle (not noticed during procedure, may have come apart in washer)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).